Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. It was reported that the original stick was in the profunda and the use of one device being deployed upside down (the number away from the user). It should be noted that the instructions for use under arterial site and puncture consideration states: puncture locations are located in the common femoral artery below the level of the inguinal ligament and above the common femoral artery bifurcation. The reported information indicates the original puncture was not the common femoral artery. Under suture mediated closure device placement the user is instructed to deploy the device in conjunction with the labeled numbers 1 through 4 in view or facing upward. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss based on the investigation of the reported information and the inspection criteria the reported needle to cuff miss appears to be related to the user technique. A review of the device history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the review of the event information a lot specific product quality deficiency was not noted.

Event description:
It was reported that a physician attempted placement of three proglide sutures using the pre-close technique prior to a impella interventional procedure in the right common femoral artery. Reportedly, the original stick was in the profunda, a 6fr sheath was inserted in that hole and stuck again higher in the common femoral artery, where the three proglides were used. When the first device was placed, the plunger was removed no sutures were attached. A second proglide was placed successfully. A third proglide was deployed upside down (with the writing facing the drape). The sheath was upsized to a 14fr sheath for the interventional procedure. After the successful completion of the procedure, arteriotomy closure was completed with the pre-placed sutures. After the arteriotomy closure it was realized that complete hemostasis was not achieved and manual arterial pressure was applied. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide is being filed under a separate medwatch MFR number.